Event description:
Had lasik surgery on my eyes and it was very painful. Afterwards, it caused severe eye sensitivity to light and I could not drive at night. The past 2 months, I have been suffering from severe dry eyes. I was treated for eye infections even though no medicine helped. My eye doctor examined me and said I had severe dry eyes. I have to be on restasis eye medicine for long term care. I had ducts plugged with plastic plugs so tears would not drain from my eyes. I was told it could and most likely was caused by having lasik. I should have been turned down for lasik if I had dry eyes in the first place. I was never told that lasik could cause dry eyes or warned about any dry eye side effects.